Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (B)(4).

Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2015. Prior to the procedure the physician performed a hysteroscopy and noted a small fibroid and polyp. The physician then performed a dilatation and curettage (d and c) and tried to remove the tissue with graspers which was not successful. At this point the physician inserted the novasure device and received an unsuccessful cavity integrity assessment (cia) test. The physician then decided to perform a myosure procedure for uterine tissue removal and removed the fibroid. The physician attempted to re-insert the novasure device and could not get the width dial past 2.5. The disposable device was removed. The physician performed a hysteroscopy and noted a perforation. It is unknown if intervention was required. A hysteroscopy, dilatation, and sounding with a metal sound and a uterine tissue removal with graspers (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.